Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead had a possible fracture, high and undefined pacing impedance, as well as oversensing of short r-r waves. The lead was programmed off and the patient was given a life vest. The lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.